Event description:
While operating on battery power, the pump powered off by itself without sounding an audible alarm tone. The pump was programmed to deliver an unspecified hydration solution and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the patient unplugged the pump from the ac outlet to go to the bathroom. After returning to bed, the patient called the nurse into the room to the plug the pump back into the ac outlet. When the nurse plugged the pump into the ac outlet, she noted that the control knob on the device was turned to the run position, but the pump display screen was blank. The nurse turned the control knob to the off position and then back to the run position; however, all setting previously programmed into the device were lost. There were no reports of any alarm tones prior to the pump shutting off. The pump was removed from clinical service and therapy was resumed using a replacement device. There were no reports of any adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.